Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2019-09513. Related manufacturer report 3006705815-2019-03190. It was reported that patient had ineffective stimulation for about one year. Patient denies any falls or traumas. The device system was explanted as result to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-09513.related manufacturer report 3006705815-2019-03190.